Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions, and the caller was guided through the process. After the reset, the pump no longer displayed the cgm error, and the caller successfully started a new sensor session.